Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released the reported complaint that the autopulse nxt platform (sn (B)(6) emitted a burnt electrical odor was verified during functional testing. However, after performing compression testing, the odor was noticeably reduced. The burning smell is primarily due to oil residue burning off from the motor as it heats up. The customer stated that the platform shut off when the crew smelled the odor. This was not confirmed in either the archive data or functional testing. The autopulse nxt platform operated correctly and performed as intended. Reviewing the archive data indicated that the platform was used for a treatment session lasting 19 minutes. During this session, 1502 compressions were delivered to a patient with a stiff chest and hard to compress. The session ended when the internal motor temperature exceeded the thermal limit of 110 °c, triggering fault 1290 (fault_analog_motor_over_temp). This fault stopped the compressions, and the alert yellow triangle indicator lit up. The archive data did not show any instances of the platform shutting off on its own. The autopulse nxt platform passed the preliminary functional testing without faults or errors. During compression testing, a burning odor was observed, confirming the customer's complaint. The platform was subsequently subjected to compression testing using the large resuscitation test fixture (lrtf) with two batteries, which resulted in a reduction of residual motor oil. A significant odor reduction was observed during use of the second battery. Following service, the autopulse nxt platform passed all testing criteria.

Event description:
After 15 minutes of providing compressions during patient use, the autopulse nxt platform (sn (B)(6) emitted an odor consistent with overheating electronic circuit components. The customer stated that the crew was concerned because they thought that the smell was from a battery, and they were in a closed ambulance cab transporting a patient to the emergency room. The customer stated that no alert light illuminated, and the platform shut off when the crew smelled the odor. The patient was in cardiac arrest both before and after the autopulse was applied. After the platform shut off, the crew discontinued using the nxt platform and performed manual CPR. No consequences or impacts on the patient.